Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to upper flanks in 2020 may have developed paradoxical adipose hyperplasia (pah/ph).

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting to upper flanks in 2020 may have developed paradoxical adipose hyperplasia (pah/ph).

Manufacturer narrative:
Correction to previous emdr - when additional info. Was received: emdr-11721 become aware date (g3): 6/17/2022. Additional info: a4 a6 b3 b5 d4 (two device serial numbers provided). Corrections: h3 h6. Continued additional (d4) device serial and catalog number: (B)(6).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra roll (back) on (B)(6) 2021 using the cooladvantage coolcore applicators, who developed paradoxical hyperplasia (ph) after treatment.